Event description:
Two months after treatment with zyplast in the balanus, the patient presented with necrosis at the injection site.

Manufacturer narrative:
Medwatch sent to FDA on 12/05/2008. Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.